Event description:
It was reported that the customer experienced low blood glucose of 36 mg/dl. Customer stated he treated with food and his blood glucose went low from running. A bolus was found in the amount of 4.95 units as having occurred at an early morning hour on the date of reporting. Customer stated the time on this was incorrect. Customer was assisted with correcting the time. He continued to check blood glucose and it was last at 65 mg/dl. Customer was advised to follow healthcare provider instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.